Event description:
It was reported that a customer isses with the keypad on their insulin pump. The patient's blood glucose level was 96 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Findings: pump received with no esc and act button response due to unlocked j2/lcd keypad connector. No cosmetic damage. (B)(4).